Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was noted that the computer monitor was replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspected monitor was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Event description:
Information was received regarding a navigation system used outside of a procedure. It was reported that after successfully loading a patient exam, the system went black and displayed "no input detected". They verified all cables were properly seated. They attempted to reset without success. A hard shut down was performed and they unplugged the system from the wall. When they turned it back on, the no input detected error displayed, again. There was no patient present when this issue was identified. No further information was provided.